Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator had non-sustained right ventricular oversensing noted on merlin.net transmission. Upon review, the device triggered episodes when a low amplitude high frequency signal was sense on the ventricle sense amp. The patient was asymptomatic. No further information was available.